Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9137109, in which the customer stated that they were unable to flush the extension set. The product in use at the time is reported to be a 20039e7d from lot 22056210. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22056210 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d extension set in the past 12 months.

Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the verbatim: first smartsite unable to flush, changed to second smartsite but hard to connect IV as spin nut is very tight.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: date of event updated since initial submission due to confirmation of date from the customer investigation results: two 20039e7d samples were received with opened packaging from lot 22056210 for investigation. One of the sample was received contaminated with blood, and the other appeared unused with no residual present. The packaging was stapled to ensure the set was secured, however the staple pierced through the contaminated set causing damage. The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; in each instance no occlusion or flow restriction was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22056210 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d extension set in the past 12 months.

Event description:
No additional information.